Event description:
The pt had two trial leads from the same lot number. It was reported the pt underwent a trial procedure and was implanted with two trial leads. Intra-operative testing confirmed the pt had effective therapy. The pt complained of pain at one of her lead sites postoperative. The pt was reprogrammed, however, the pain continued to increase. The pt's physician opted to remove the lead, which gave the pt immediate pain relief. The pt was reportedly doing well postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.